Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman truseal access system. The device was bloody. Analysis of the dilator, hub/valve, tip, sheath included microscopic and visual inspection. Inspection revealed tip damage (notched, slightly stretched, partially delaminated). Inspection of the rest of the device found no other damage or defect to the device. The reported insertion difficulty, advancement difficulty, vessel perforation and hematoma was not confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that vessel perforation and hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on heparin. The transseptal puncture was performed and it was unremarkable. A double curve watchman truseal access system (was) was inserted into the patient's femoral vein, but it was difficult to insert. It was also difficult to advance the was through the femoral vein. After a while, the access system was easy to advance forward, but was not seen on fluoroscopy at the height of the heart. A move of the fluoroscopy to the pelvic position showed a loop of the guidewire and the was curve at the height of the patient's belly. The patient went into shock with no physical response. Contrast medium was given into the femoral vein and showed a cloud in the pelvic area. A decrease in hemoglobin from 14 grams per deciliter (g/dl) to 6 g/dl was also noted. The patient went to the operating room for surgery to repair the vessel perforation and clear the hematoma. The patient is fine after the surgery, but remained hospitalized. It was further reported that the proximal portion of the guidewire looped shortly after femoral insertion. The patient's femoral vein was perforated. The patient is reported to be fine and has been discharged.

Event description:
It was reported that vessel perforation and hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on heparin. The transseptal puncture was performed and it was unremarkable. A double curve watchman truseal access system (was) was inserted into the patient's femoral vein, but it was difficult to insert. It was also difficult to advance the was through the femoral vein. After a while, the access system was easy to advance forward, but was not seen on fluoroscopy at the height of the heart. A move of the fluoroscopy to the pelvic position showed a loop of the guidewire and the was curve at the height of the patient's belly. The patient went into shock with no physical response. Contrast medium was given into the femoral vein and showed a cloud in the pelvic area. A decrease in hemoglobin from 14 grams per deciliter (g/dl) to 6 g/dl was also noted. The patient went to the operating room for surgery to repair the vessel perforation and clear the hematoma. The patient is fine after the surgery, but remained hospitalized.

Event description:
It was reported that vessel perforation and hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on heparin. The transseptal puncture was performed and it was unremarkable. A double curve watchman truseal access system (was) was inserted into the patient's femoral vein, but it was difficult to insert. It was also difficult to advance the was through the femoral vein. After a while, the access system was easy to advance forward, but was not seen on fluoroscopy at the height of the heart. A move of the fluoroscopy to the pelvic position showed a loop of the guidewire and the was curve at the height of the patient's belly. The patient went into shock with no physical response. Contrast medium was given into the femoral vein and showed a cloud in the pelvic area. A decrease in hemoglobin from 14 grams per deciliter (g/dl) to 6 g/dl was also noted. The patient went to the operating room for surgery to repair the vessel perforation and clear the hematoma. The patient is fine after the surgery, but remained hospitalized. It was further reported that the proximal portion of the guidewire looped shortly after femoral insertion. The patient's femoral vein was perforated. The patient is reported to be fine and has been discharged.